Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for two patient samples with a cobas e411 immunoassay analyzer. Sample ID (B)(6): the initial result was 23.70 pg/ml with a data flag. The repeated result was 3.88 pg/ml. The second repeated result on an e601 was 3.67 ng/l. Sample ID (B)(6): the initial result was 50.21 pg/ml with a data flag. The repeated result was 23.73 pg/ml with a data flag. The second repeated result on an e601 was 42.69 ng/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 51134602 with an expiration date of 31-may-2022.

Manufacturer narrative:
The results from the e601 analyzer were accepted to be correct by the customer. The last calibration performed on 07-feb-2022 was ok and there were no alarms. Controls were within range prior to the event. The sample draw volumes were found to be much shorter than recommended for the specified tube. Upon review of the alarm trace, sample liquid level detection noise errors occurred. These errors indicate possible poor sample quality. The field service engineer performed patient sample comparison studies. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.